Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from medtronic indicates that the customer's insulin pump has a damaged battery cap. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged battery cap cracked/damaged, cosmetic damage located at the case and had a (pump) technical visit in the hospital found on (B)(6) 2024. On (B)(4), svn#:(B)(4) - customer returned pump for an alleged was hospitalized for high bgs/dka found on (B)(6) 2023 (per ss event date). As per customer's note: customer returned pump for an alleged was hospitalized for high bgs/dka found on (B)(6) 2023. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 06/30/2023 to 09/06/2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the (primary) event date of 07-mar-2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There was no data available to verify unexpected pump errors/alarms 1 week prior to the (primary) event date of 07-mar-2024 in the formatted history file. In further full review of the pump history/traces on the customer's event date of 30-aug-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of 30-aug-2023 listed on smartsolve. Dailytotalcollectionstarttime: 08/30/2023 00:00:00.000. Dailytotalofallinsulindelivered: 201750 (20.175 u). Dailytotalofbasalinsulindelivered: 73500 (7.35 u). Dailytotalofbolusinsulindelivered: 128250 (12.825 u). In further full review of the pump history/traces on the ss event date of 01-sep-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 01-sep-2023 listed on smartsolve. Dailytotalcollectionstarttime: 09/01/2023 00:00:00.000. Dailytotalofallinsulindelivered: 68250 (6.825 u). Dailytotalofbasalinsulindelivered: 68250 (6.825 u). Dailytotalofbolusinsulindelivered: 0 (0 u). Please see below for pump errors/alarms noted 1 week prior to the customer's event date of 30-aug-2023 and ss event date of 01-sep-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 08/31/2023 21:03:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, low battery alert was recorded and found in the formatted history file on: 08/30/2023 18:47:00.000. Insert battery alarm was recorded and found in the formatted history file on: 08/30/2023 18:47:44.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 02-sep-2023 at 1:35:57 am. There was no power data available for the customer's event date of 30-aug-2023. Unable to check power data for low battery alert. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the hw (pcba 1/pcba 2). Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Unable to confirm battery cap cracked/damaged due to pump received without the original battery cap. Battery cap cracked/damaged was unknown. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the pump case. Unable to confirm battery cap cracked/damaged due to pump received without the original battery cap. Battery cap cracked/damaged was unknown. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. The pump passed all the required functional testing except sleep current measurement. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed suspected on the hw (pcba 1/pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.